Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - during the investigation, the device was put through all specific functional testing and passed with no issues. The lock had slight rotational movement, but when properly positioned and put under pressure the unit functions properly. The unit was disassembled, cleaned, and the floating ratchet was adjusted to correct the rotational movement in the lock. Unit was also cleaned, and general preventative maintenance was performed. Complaint cannot be confirmed, as all attempts to duplicate the reported complaint failed. Root cause - the unit passed all functionality testing, and reported incident with pressure pin could not be confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that while attached to patient, the pressure pin on the mayfield modified skull clamp (a1059) "popped" which caused some movement. There was no patient injury. It is unknown if there was surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.